Manufacturer narrative:
(B)(4)

Event description:
It was reported that "we have had multiple episodes of the cuffs on the sheridan et tubes be leaking or ruptured over the last few weeks. The rt staff believe these tubes to be faulty." Ett exchanged. No patient harm or injury reported.